Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that noise was seen on the atrial channel. A possible connection issue was suspected. All lead measurements were normal and at the most recent follow up no noise was seen. The right atrial lead is a competitor lead. No adverse patient effects were reported. A request for technical review was discussed.

Event description:
A review by boston scientific technical services (ts) noted the noise is likely related to the respiratory sensor signal that is intermittently showing up on the atrial electrocardiogram was variable amplitude. Ts discussed possible troubleshooting and turning off the respiratory sensor. Ts noted that if the source of the signal is from the respiratory sensor then this will mitigate the issue of over sensing and the additional testing is to be sure there is not an issue with the atrial lead. The information was sent to the customer. No further information was provide. It was confirmed that the patient was not dependent on atrial lead therapy and no heart failure symptoms were noted. The right atrial lead is a competitor lead.